Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable alarm and would not restart. It was reported that the patient switched to a different pump continue infusion. No patient injury reported.